Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice (hc) machine during dwell 1. The patient was connected during the alarm and the cause of the alarm was unknown. The home patient (hp) ended therapy and was advised the use of new disposables. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis nurse (pdn) on (B)(6) 2010, the pdn verified the patient did not develop any symptoms as a result of this incident. There was no patient injury or need for medical intervention. This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).